Event description:
(B)(4). It was reported that following a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction and stent thrombosis. The target lesion was located in the mid left anterior descending artery with 90% stenosis and was 16 mm long with a reference vessel diameter of 2.75 mm. The physician treated the lesion with pre-dilatation and placement of a 2.75 x 20 mm taxus liberte stent, with 0 % residual stenosis. The patient was discharged on aspirin and prasugrel. In (B)(6) 2012, the patient was diagnosed with a st elevated myocardial infarction and stent thrombosis. Target vessel revascularization was performed to treat the lesion.

Event description:
It was further reported that at the time of the event the patient presented with sub-sternal chest pain with diaphoresis. ECG performed on the same day revealed acute st elevation v2 through v6. Subsequently the patient was diagnosed with anterior myocardial infarction. Cardiac catheterization was recommended. In (B)(6) 2012, total occlusion of the previously deployed study stent in mid left anterior descending artery was treated with mechanical thrombectomy using aspiration catheter, balloon angioplasty and placement of a 3.00 x 18 mm non bsc drug eluting stent, with 0% residual stenosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Patient identifier: (B)(6). Device is a combination product device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).